Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds have increased to high. It was also noted that there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.